Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight."

Event description:
It was reported that patient enrolled in a clinical study and underwent a left total hip arthroplasty on an unknown date. Subsequently, patient underwent a revision procedure to implant cement spacer molds on (B)(6) 2013 due to infection. Patient underwent a reimplantation procedure on (B)(6) 2013. It was further reported that patient underwent an open reduction internal fixation procedure on (B)(6) 2013 due to an acute fracture of the distal femur as a result of patient fall.